Event description:
A customer from (B)(6) notified biomérieux of obtaining a false negative result during an external quality control survey ((B)(6) program) when using the virtuo® a unit (ref 411660 - sn (B)(4)). The sample was inoculated in different bottles: aerobic and anaerobic. After 10 days of incubation in the virtuo instrument, the aerobic bottle was positive and the anaerobic negative. The negative anaerobic bottle was then sub-cultured, from which one colony was found. The organism was identified as campylobacter jejuni. Campylobacter jejuni was the correct answer to this test. It was reported that 38% of participants in the (B)(6) program had found the microbe in the aerobic bottle, and 13% of the participants had found the microbe in the anaerobic bottle. Expected response is growth both anaerobically and aerobically. Therefore, the anaerobic negative result is a false result. There is no patient impact as the sample was an external quality control survey. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated following a customer report of obtaining a false negative result during an external quality control survey (slp-program) when using the virtuo® a unit (ref 411660 - sn vrta-00095). Equalis blood culture proficiency test sample a failed to flag positive in bact/alert® fa plus and bact/alert® fn plus culture bottles when tested on the bact/alert virtuo instrument after 10 days. Blind subcultures grew one (1) colony of campylobacter jejuni only from the bact/alert fn plus bottle. The investigation examined bact/alert fa plus (part number 410851) and bact/alert fn plus (part number 410852) design history file (dhf). The results for campylobacter jejuni in the dhf show good growth performance in the bact/alert fa plus and no growth in the bact/alert fn plus bottles. The specific manufacturing batch records could not be reviewed as no lot numbers were provided for the complaint. Historical review of complaint data from 01jan18 through 14jun19 determined this is an isolated incident. There were no other similar complaints for failure to recover campylobacter associated with the bact/alert virtuo instrument or the clinical bact/alert culture bottle types. A review of the instructions for use [IFU] for each bottle type found the following pertinent information: limitations of test 2. It is possible that certain rare, fastidious microorganisms will not grow or may grow slowly in the bact/alert fa plus/fn plus culture bottle growth medium. In addition, on rare occasions, organisms may be encountered that grow in the bact/alert fa plus/fn plus culture bottle growth medium but do not produce sufficient carbon dioxide to be determined positive. If rare, fastidious organisms requiring specialized media and culture conditions are suspected, alternative methods or extended incubation time should be considered for recovery. In the bact/alert fa plus IFU table 18. Analytical sensitivity: growth performance on bact/alert virtuo and on bact/alert 3d in bottles tested with blood' shows 100% recovery of campylobacter jejuni for 18 seeded bottles on both instruments with average of seven (7) cfu/bottle. The bact/alert virtuo had a mean time to detection of 40.2 hours, and the bact/alert 3d had a mean time to detection of 44.6 hours. Table 19. Shows similar results when tested without blood. There are no performance characteristics for campylobacter jejuni listed in the tables for the bact/alert fn plus IFU. There is no intended use in this anaerobic bottle for recovery of microaerophilic organisms, such as campylobacter, that require oxygen for growth. The root cause could not be determined in part because not enough information was provided by the customer, such as bottle lot numbers, bottle graphs, and instrument backup. The most probable root cause based on the information available, is that the organism is fastidious and did not perform well from the lyophilized survey sample. The sample may have been damaged. The survey provider's report indicates that less than 50% of participates recovered the campylobacter jejuni.